Manufacturer narrative:
The investigation has been completed. The data logs show that there were some suction alarms on (B)(6) 2025 and impella position unknown alarms on (B)(6) 2025. There was no trend in placement signal or motor current spikes seen. There were no damages seen with the device or biomaterial found. The pump was hemolysis tested and the mih was 11.93. Due to lack of clinical information and no problem found with the returned product, the root cause of the hemolysis cannot be determined. As the necessary information was not provided, the root cause of the ectopy was not determined. D.7a added selection as it was inadvertently omitted from the initial manufacturer device report number 1220648-2025-26657.

Manufacturer narrative:
The impella pump and purge cassette were returned, and an evaluation is underway. Upon investigation closure, a supplemental manufacturer device report will be filed. As noted in the impella instructions for use: impella 5.5 with smartassist for use during cardiogenic shock section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿ section: use of echocardiography for positioning of the impella catheter ¿evaluate the position of the impella catheter if the automated impella controller displays position alarms or if you observe lower than expected flows or signs of hemolysis. If the catheter does not appear to be correctly positioned, initiate steps to reposition it.¿ impella catheter too far into the left ventricle ¿obstruction of the impella catheter inlet area can lead to increased mechanical forces on blood cell walls and subsequent hemolysis, which often presents as dark or blood colored urine.¿ section: hemolysis ¿hemolysis should be monitored during support. Patients who develop high levels of hemolysis may show signs of decreased hemoglobin levels, dark or blood-colored urine, and in some cases, acute renal failure. Plasma-free hemoglobin (pfhgb) is the best indicator to confirm whether a patient is exposed to an unacceptable level of hemolysis¿ ¿patient conditions¿ including catheter position, pre-existing medical conditions, and small left ventricular volumes¿ may also play a role in patient susceptibility to hemolysis.¿ section: suction ¿suction may occur if the blood volume available for the impella catheter is inadequate or restricted. Suction limits the amount of support that the impella catheter can provide to the patient and results in a decrease in arterial pressure and cardiac output. It can damage blood cells, leading to hemolysis. It may also be an indicator of right heart failure.¿

Event description:
The complainant reported a patient was implanted with an impella 5.5 device for mechanical circulatory support. A few days into support, the patient experienced persistent ectopy for which the impella was repositioned. A few days later, the patient experienced hemolysis coinciding with an increase cardiac resynchronization therapy and lactate dehydrogenase levels. The pump was bridged to apical protek for ongoing support. The patient outcome was noted to be stable.